Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room with complaints of syncope and dyspnea; the patient was also bradycardic. Device interrogation indicated the lead exhibited loss of sensing and loss of capture. It was revealed that the right ventricular lead was displaced into the coronary sinus. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Final analysis found that a complete lead was returned in one piece measuring 65.0 cm. The helix was partially extended and clogged with dried body fluid. After cleaning, the helix could be fully extended and retracted. The reported events of loss of sensing and loss of capture were not confirmed. Analysis of the lead did not find any anomalies.